Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified rate, via gravity. The option-lok male adapter of the tubing set was connected to the patient's IV catheter hub. It was reported that after the nurse had "just started the i.v. Infusion, " the option-lok male adapter disconnected from the catheter hub. The tubing set was replaced and the therapy was resumed. There was no reported adverse patient effect and no reported delay in therapy critical for the patient. No medical intervention was required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.